Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified no keypad sound. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The condition was verified as keypad failure. The cause of the condition was the keypad. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device found with no keypad sound. No additional information is available.